Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 500 mg/dl, with ketones that were identified as dangerous by a healthcare provider. Suspected cause was due to the customer manually stopping insulin deliveries due to continuous pressing of the wake button. Customer was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2024 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.